Manufacturer narrative:
Evaluation summary: the lot number of the liner is unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient was revised due to pain. An x-ray showed what appeared to be a loose stem. Intraoperative evaluation showed a periprosthetic fracture below the cement mantel of the stem. This was repaired with a strut and cables. The stem was determined to be well fixed and was left in place. The liner was exchanged.